Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, the refrigerator was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not opening. A field service engineer (fse) logged in and accessed the hardware test application (hta). The fse tested the smart remote manager functions and found no issues. The fse reviewed the event logs and confirmed no records for the reported error. Then, the fse tested the functions in the hta and conducted the proactive inspection successfully. The system functioned as intended after the field service engineer verified the device.